Event description:
The valve is defective so the valve constantly insufflates air. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture, h6: coding changed based on the investigation result. From the reported content, it was determined that air was supplied to the body through the scope even if the valve was not closed with a finger because the air release path of the air supply valve was clogged. The clogged hole is an important part that is confirmed by visual inspection, is also used in functional inspection, and is not a structure that clogs due to initial failure. In addition, each of the above inspections is carried out on all products, so it is difficult to think of manufacturing errors. From the above, it was determined that some kind of object had become stuck due to handling at the facility. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 26-sep-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 26-sep-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.